Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference the following medwatches with patient identifiers for the hospital staff member with following meter/strip combinations: (B)(6) for inform meter (B)(4), comfort curve strip lot 551844 (B)(4) for inform meter (B)(4), comfort curve strip lot 551844 (B)(4) for inform meter (B)(4), comfort curve strip lot 551844.

Event description:
Caller states that a hospital staff member reportedly received the following results on the inform system within 10 minutes: 130 mg/dl, 141 mg/dl (inform system 1 - (B)(4)) and 272 mg/dl, 139 mg/dl (inform system 2 - (B)(4)) and 129 mg/dl, 161 mg/dl (inform system 3 - (B)(4)). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.